Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used during a bronchoscopy procedure on (B)(6), 2010. According to the complainant the patient had a tracheal stenosis. The anatomy was not tortuous. During the procedure the stent device was introduced without issue, however during deployment resistance was encountered. The deployment string broke and the stent was unable to be fully deployed. The partially deployed stent was removed from the patient, and the procedure was completed with another ultraflex tracheobronchial covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. On (B)(4), 2010 boston scientific received additional information. The stenosis was associated with a malignancy; however the size and location are unknown. The stent was partially deployed, but there were no issues removing the device from the patient. The anatomy was not dilated prior to stent placement.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used during a bronchoscopy procedure on (B)(6) 2010. According to the complainant the patient had a tracheal stenosis. The anatomy was not tortuous. During the procedure the stent device was introduced without issue, however during deployment resistance was encountered. The deployment string broke and the stent was unable to be fully deployed. The partially deployed stent was removed from the patient, and the procedure was completed with another ultraflex tracheobronchial covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.